Event description:
Event description guidant received information that this right ventricular lead became dislodged within days of the implant procedure and was unable to provide appropriate pacing therapy to the myocardium. During the revision procedure, the lead displayed impedance measurements equal to 4000 ohms. In addition, blood was observed within the lumen of the lead and damage to the proximal end of the lead body was suspected. The lead was explanted and successfully replaced. The lead was returned to guidant for analysis.